Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 02486 was returned and analyzed. External visual inspection showed blood/fluid inside the balloon. No anomalies were identified on the shaft segment. The shaft is intact with no apparent issues. Visual inspection of the electrical handle segment was performed. No anomalies were identified. The electrical connector is intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing of the shaft segment showed a guide wire lumen kink and breach was observed approximately 1.5 inch proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.